Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed was unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/ compromised force sensor test, excessive no delivery test, displacement test and motor test. No motor error alarms noted. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with missing segments due to cracked connector at lcd board. The insulin pump also had a scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 290 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.